Event description:
Patient reportedly experienced hypoglycemia coincident to "extraneal" therapy ( a labeled interferent for the test strips). Patient indicated that the suspect device did not correctly detect hypoglycemic state. During a visit to a renal clinic, patient reportedly mentioned the erroneously high values, obtained on the suspect device, to a clinician. No details pertaining to the hypoglycemic event(s) or treatment received were provided. At the time of the report, patient had discontinued use of the device and had switched to a glucose-specific testing system.